Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery test found on (B)(6) 2021. Pump successfully powered on. Pump passed displacement test, active current measurement and sleep current measurement test. Pump did not vibrate during the self test due to moisture damage on the harness assembly vibrator. No unexpected alarms during testing.the test p-cap locks properly in place in the reservoir compartment noted. Pump successfully downloaded to thus and carelink.the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage was found on the vibration harness assembly.the following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube and minor damage to lcd window. In summary, customers alleged failed battery test was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date. However, pump did vibrate during the self test due to moisture damage found on the harness assembly vibrator. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.